Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver the total bolus requested. Customer's blood glucose (bg) was approximately 300 mg/dl.